Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction codes appeared in the future.